Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. The insulin pump received with missing end cap sticker.

Event description:
It is reported that the insulin alarmed motor error. Explained motor error alarm and corrected. Customer states that the insulin pump was not exposed to a high magnetic field. Customer stated that she cannot rewind the insulin pump. Advised customer to return the insulin pump for analysis. Discontinue use. Nothing further reported.